Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to likely lead fracture, as out of range high pacing impedance was noted. No additional adverse patient effects.